Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.

Event description:
The customer reported that the monitor went blank/dark. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.